Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told by the physician that they "knicked my lung but it would be ok". The patient stated that from january until mid may, there were a lot of issues with breathing and arrhythmia, and the pacemaker did not help. The patient also indicated that they went in for an echocardiogram, and it showed an inch of fluid around their heart. Follow-up with the clinic confirmed that the patient had experienced a pericardial effusion, and a pericardiocentesis was performed, however no information was provided as to whether the implanted leads were related to the injury. The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.